Manufacturer narrative:
A visual examination of the returned device found that the distal handle and outer sheath had been fully retracted and the stent had been fully deployed. The clear outer sheath of the catheter was kinked at several locations along its length. During the analysis, the shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. The inner shaft was kinked along the compressed area. An examination of the stent noted dried blood at several locations inside the stent cover. No other issues were noticed to the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Stent occlusion and cholangitis are listed in the directions for use (dfu) as potential complications associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6), 2011 as part of the (B)(4) trial. According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6), 2010. A pre-study stent cholangiogram performed on (B)(6), 2010 revealed a distal biliary stricture. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and included the symptoms of fever/chills. On (B)(6), 2011, liver function tests were performed. On (B)(6), 2011, the patient underwent a biliary stent placement procedure for treatment of the distal biliary stricture. A sphincterotomy was not performed as one had been performed prior to this procedure. The stricture had been previously dilated with three plastic stents and a balloon. The plastic stents were removed prior to the stent placement. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged from the hospital on (B)(6), 2011. On (B)(6), 2011, the patient experienced severe cholangitis and was admitted into the hospital. On (B)(6), 2011, the patient underwent endoscopic intervention for the treatment of the cholangitis. Overgrowth of tissue and granuloma at the hilum was noted above the stent proximal to the original stricture. The stent was removed from the patient due to the biliary obstruction and overgrowth and two plastic stents were placed. On (B)(6), 2011, the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4) - the reported event of stent occluded. Study source: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully-covered stent was implanted on (B)(6), 2011 as part of the (B)(4). According to the complainant, the patient was diagnosed with chronic pancreatitis on (B)(6), 2010. A pre-study stent cholangiogram performed on (B)(6), 2010 revealed a distal biliary stricture. On (B)(6), 2011, a baseline biliary obstructive symptoms assessment was performed and included the symptoms of fever/chills. On (B)(6), 2011, liver function tests were performed. On (B)(6), 2011, the patient underwent a biliary stent placement procedure for treatment of the distal biliary stricture. A sphincterotomy was not performed as one had been performed prior to this procedure. The stricture had been previously dilated with three plastic stents and a balloon. The plastic stents were removed prior to the stent placement. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged from the hospital on (B)(6), 2011. On (B)(6), 2011, the patient experienced severe cholangitis and was admitted into the hospital. On (B)(6), 2011, the patient underwent endoscopic intervention for the treatment of the cholangitis. Overgrowth of tissue and granuloma at the hilum was noted above the stent proximal to the original stricture. The stent was removed from the patient due to the biliary obstruction and overgrowth and two plastic stents were placed. On (B)(6), 2011, the event was considered resolved without residual effects.